Event description:
It was reported that while inserting the intra-aortic balloon (iab), the customer had difficulty inserting the guidewire due to it being flaccid. Subsequently, the guidewire was able to be advanced after several attempts and the iab was inserted. It was then evident that the iab was not inflating and the walls of the iab were observed to be stuck together. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). Event site full name: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).